Event description:
Procedure: roux-en-y; according to the reporter: the procedure was more complicated in that there was a need to perform a retrocolic antegastric gastrojejunal anastomosis, because of excess stool in the colon which precluded the usual anatomical path for the operating surgeon. Intraoperative testing of the gastrojejunal anastomosis with a gastric tube did not reveal any evidence of a leak. Postoperatively, the pt did very well. Radiology noted abnormal outpouching of contrast from the stomach pouch. This may represent a small contained leak or intercalation of contrast between 2 edematous fold of stomach. The surgeons elected to observe the pt and manage conservatively with IV antibiotics and IV fluids, but when she developed fever approximately 6 hours later, a plan was made for diagnostic laparoscopy with closure of the leak. At laparoscopy leakage from the gastric staple line just above the gastrojejunal anastamosis was observed and this was easily imbricated and oversewn and further intraoperative testing revealed no leak. The pt had two drains placed at the time of surgery. Postoperatively the pt had a negative gi study. Methylene blue was taken orally and revealed no subsequent leak at this point. She was advanced then from pure liquids to pureed food and was discharged to home with no further complications.

Manufacturer narrative:
.